Manufacturer narrative:
(B)(4).

Event description:
It was reported nonsustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. Programming changes were made. The patient was asymptomatic and will be followed normally.